Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, on some occasions the transmitter and pump were not within line of site. Additionally, customer noted that other bluetooth devices were in use on some occasions when the loss of connection issues occurred. Reportedly, the pump and transmitter regained connection.